Manufacturer narrative:
(B)(4). Unique identifier (UDI) # :(B)(4). Report source, foreign - event occurred in (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record has been reviewed and no discrepancies were found. Investigation results concluded that the product is conform and the root cause is undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the liquid did not come into the cylinder once the blue walls snapped.